Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple occlusion alarms and temperature alarms. The pump was in normal temperature conditions at the time of the temperature alarms. The customer's blood glucose (bg) level was 600 (mg/dl). A bolus was delivered to address bg level. Reportedly the customer would continue to use the pump for insulin therapy.